Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the photo noted that the photo depicts two cartridges, one clip unapplied, and one clip was fully formed but not completely deployed from the cartridge. Visual examination of the first cartridge noted that the clip was fully formed but not completely deployed from the cartridge. Since the clinical instrument was not received the loading unit was loaded into a pmv representative instrument, the firing handle was actuated and fired; the pusher advanced properly and deployed the clip. The second cartridge was loaded into the pmv representative instrument, the firing handle was actuated and the clip formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the clips were not used inside and outside clamp was closed. It was stated that the clips did not form correctly. Another device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the clips were not used inside and outside clamp was closed. There was no patient involvement